Event description:
Customer called to report the pump had a no delivery message on display without an audible tone. It was stated that the device was set on vibration program; the vibration could be felt, but the audible tone could not be heard. Also the driver block did not move freely across the lead screw. Customer treated customer's high blood glucose with a manual injection.